Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Event description:
It was reported that the patient had a cerebral vascular accident (cva) in (B)(6) 2012. The right lower extremity was affected. At the time of the report, the device contained morphine and baclofen. Additional information was requested but was not available at the time of this report.